Event description:
On (B)(6) 2008 a miniarc sling was implanted. It was reported by the pt that approx 2 years after the implant she, "became sick with constant vaginal infections or bright red burning, pain discomfort in urethra, urge to go frequently, not being able to urinate much at all. Blood in urine. Large pus-filled infection on pubic bone area. Sharp nerve pains and numbness on pubic bone." With infection or irritation, the pt has chills and is very tired. She reports having immune issues with severe asthma, throat swelling and no one can figure out why. With infection in the mesh area, her entire body becomes, "ill," with abscess in throat, tightness in chest, abscess on bottom, voice goes, ear aches and she can no longer go anywhere because of being constantly sick.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.